Manufacturer narrative:
Visual findings revealed scratches, indentations, and sticky residue on the exterior housing. Both dust covers underneath the battery slots have been damaged. Sensor pins inside the sensor receptacle were bent and the bent pins are intersecting with another pin. Evaluation found that the unit has power with batteries and ac adapter but did not sound when nothing was connected due to bent sensor pins inside the sensor receptacle. Being that the unit is more than 36 months old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the malfunction, and the likely cause of the event is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm does not have any power. Evaluation found the unit has power but does not sound when there is nothing connected. The date the issue was discovered is unknown and no patient incident or injury was reported.